Event description:
The suture was used during an orthopedic procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied another suture to complete the procedure. The hosp has reported no pt injury occurred.